Manufacturer narrative:
The device was not returned to olympus for evaluation. As part of our investigation, olympus followed-up with the user facility to obtain additional information regarding the reported event. On may 8, 2019, the user facility further reported metal was exposed under the teflon pad. No device fragments fell inside the patient. Additionally, the generator settings were 2 seal and cut and 1 seal. A short circuit error displayed on the generator when the reported event occurred. The device, including the connection points to the generator were inspected prior to use and no abnormalities were found. The exact cause of the reported event could not be confirmed. However, if the device is returned at a later date, this report will be supplemented accordingly. As a preventive measure, the following details are found in the instruction manual. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Prepare a secondary method for achieving hemostasis or desection, e.g. A spare of the thunderbeat instrument, and a back-up of the transducer.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy procedure, the teflon pad at the distal end of the device burned. A similar device was used to complete the intended procedure. There was no patient injury reported.

Event description:
The manufacturer was informed that during a total laparoscopic hysterectomy procedure, a u509 ultrasonic level error was observed when using three devices from the same lot. There was no visual damage on the device's teflon pad or probe unit. There was no metal was exposed on the device jaw. The intended procedure was completed using a similar device. No other equipment was replaced during procedure. There was no patient injury reported. In addition, the generator settings were 2 seal and cut and 1 seal. The device was inspected prior to use and no abnormalities were found. The connection points to the generator were inspected and no cable damage was observed. This is for device 1 of 3

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to b5 and to update section a3 and d11.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and to correct the lot number. The reference device was returned (lot# mk790014) for evaluation due to ¿teflon pad burnt¿. The device was attached to test generators, usg-400/esg-400, and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection was performed on the device; there was some tissue buildup at the distal end jaw. The ptfe pad (teflon pad) was inspected and found the teflon pad was burnt at the top section and seperated with metal exposed. The distal end of the device was inspected under a microscope and found charred marks to the probe unit. The wiper movement, the consistency of movement of the handle and jaw, the handle load and the rotation of the knob torque were normal. Based on the evaluation results, the likely cause for the damaged teflon pad is due to (unintended) operational error. DHR review: manufacturing and quality control review was performed for the affected lot without showing any non-conformities or deviations regarding the described issue.